Event description:
Patient called back. Caller reports she received her recharger telemetry module (rtm) and is doing the same thing, device not found, try again or recharge message. Troubleshooting performed with and without the li ion battery in the controller when plugged into the wall outlet. Caller reports she do not have a recharging belt. Email sent to repair for recharging belt. Troubleshooting performed passive recharge performed. Caller reports she is now charging with excellent coupling. Controller 100% ins: red battery level.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for the call was patient reported that about a month ago (patient was not sure how long ago but it had been while) they were charging their implant (ins) and the recharger antenna got very hot, so they stopped charging for a while. Patient stated they decided to check the ins recently, but they were getting a no device found message on the controller. Agent reviewed that they might need to go through passive recharge mode and they would need the recharger for that but since it was getting hot, agent sent a request to repair to replace the recharger. Patient might call back if they needed to go through passive recharge mode. Agent reopened case to try and generate repair notification number. Agent closed case. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.